Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) recorded an untreated episode due to t wave oversensing. Technical services (ts) provided a review noting that rhythm was with a wider complex and larger t wave than presenting subcutaneous electrogram. Ts recommended troubleshooting options to determine vest sensing vector. Ts discussed other possible reprogramming options. This sicd remains in service. No adverse patient effects were reported. Additional information was received, the field representative discussed programming options for this sicd. Troubleshooting was performed but device did not double count. The physician programmed the device to primary with therapy off for now. Technical services (ts) discussed the device will not store events with therapy off. The patient will be brought back into clinic to try and recreate the noise. Ts discussed capturing the subcutaneous electrocardiogram. The field representative will discuss further options with the physician. This sicd remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) recorded an untreated episode due to t wave oversensing. Technical services (ts) provided a review noting that rhythm was with a wider complex and larger t wave than presenting subcutaneous electrogram. Ts recommended troubleshooting options to determine vest sensing vector. Ts discussed other possible reprogramming options. This sicd remains in service. No adverse patient effects were reported. Additional information was received, the field representative discussed programming options for this sicd. Troubleshooting was performed but device did not double count. The physician programmed the device to primary with therapy off for now. Technical services (ts) discussed the device will not store events with therapy off. The patient will be brought back into clinic to try and recreate the noise. Ts discussed capturing the subcutaneous electrocardiogram. The field representative will discuss further options with the physician. This sicd remains in service. No additional adverse patient effects were reported. Further information was received, a review of a store treated episode for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was requested. Technical services (ts) provided a review, noted the rate increased to a treating zone, there was some oversensing of wide complex rhythm, but actual rate in shock zone. The shock was able to convert the rhythm. This sicd remains in service. No adverse patient effects were reported.